Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient experienced a fall at work that led to the anchor migrating below the skin and it needed to be reburied. During the surgery, the doctor noticed that the silicone was separating from the anchor itself. It did not come off and the anchor was reburied successfully. Should additional information be received, this file will be updated.